Event description:
Essure device - anxiety, autoimmune, allergies to everything including nickel, weight gain, cyst, metal was coming out and poking, depression, low thyroid, pelvic pain, ablation was done with essure by implanting dr. At the same time essure was placed, acne, hysterectomy. FDA safety report ID# (B)(4).